Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product will not be returned for evaluation.

Event description:
It was reported the patient received a wrong result on her meter. At 5:50pm the patient tested her blood glucose with a result of 6.8 mmol/l. She injected an unknown amount of 8/10 insulin units. Afterwards she fell and hit her head on a table. Her neighbor found her in a coma. The ambulance was called and the patient was treated with glucose. At the hospital her blood glucose value was tested with a result of under 2 mmol/l. The patient was released after 4 hours.